Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodgement. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type. Information was corrected from the following fields: b5: describe event or problem field. D6b: explant date.

Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement, as the patient was noted to have twiddler syndrome. Due to this, sensing issues were observed on the lead and an inappropriate shock was delivered. Additionally, an increase in the pacing impedance measurements was observed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This lead was returned to boston scientific for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement, as the patient was noted to have twiddler syndrome. Due to this, sensing issues were observed on the lead and an inappropriate shock was delivered. Additionally, an increase in the pacing impedance measurements was observed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information was corrected from the following fields: b5: describe event or problem field. D6b: explant date.

Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement, as the patient was noted to have twiddler syndrome. Due to this, sensing issues were observed on the lead and an inappropriate shock was delivered. Additionally, an increase in the pacing impedance measurements was observed. This lead was surgically explanted and replaced. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.